Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during use an alarm was posted by the device, the ventilation was stopped and there was unusual smell. No patient consequences reported.

Manufacturer narrative:
The affected device was manufactured in november 2008 and was checked onsite by dräger service. During the initial analysis the pcb engine drive was found to be faulty and replaced. The faulty pcb and the log file were sent to the manufacturer for further analysis. Based on the log entries it could be confirmed that the device detected a deviation of the blower rotation speed three times on the reported date of event between 11:07 and 13:39. Detailed analysis of the returned pcb in a laboratory device confirmed the malfunction. The optical investigation revealed a charred transistor which is likely the cause for the noted smell. The device reacted as specified to a deviation of the blower rotation speed due to a faulty pcb engine drive by generating a high priority visual and audible alarm. As adequate ventilation could not be ensured for this malfunction, the ventilation was stopped and the breathing system was opened to ambient pressure to allot for spontaneous breathing. The device has been repaired by replacing the faulty pcb. No similar incidents related to the same root cause were reported within the last 3 years.

Event description:
Please refer to the initial-report.